Event description:
It was reported that, during an inflatable penile prosthesis surgery, the medical staff noted that the distal end of the reservoir tubing was outside of the sterile packaging; therefore, a different reservoir was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon media analysis of the picture provided by the health care facility, the reported clinical observation that the reservoir tubing was outside of the sterile packaging was confirmed and could be traced to inadequate or missing inspection steps.

Event description:
It was reported that, during an inflatable penile prosthesis surgery, the medical staff noted that the distal end of the reservoir tubing was outside of the sterile packaging; therefore, a different reservoir was used to complete the procedure. There were no patient complications reported.